Event description:
Reportedly, during patient use, the silent and reset led was found to be randomly blinking. The patient was manually ventilated and transferred to another ventilator. There were no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).